Event description:
It was reported that the patient "felt like she was not receiving drug". The patient's catheter was determined to be fractured. The catheter was "severed at the spine". The hcp implanted a new catheter. Per the reporter: "patient is doing fine".